Manufacturer narrative:
Investigation summary bd received two photos for investigation. One of the customer photos shows a device with the safety shield detached. Additionally, 20 retained samples underwent a visual functional test for proper activation. All the samples were activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism broke off while engaging the safety on an unspecified number of units causing a used needle stick on the right index finger of the user. No adverse impact was reported regarding the patient or user. Reported verbatim: "customer states safety broke off causing needle stick injury".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism broke off while engaging the safety on an unspecified number of units causing a used needle stick on the right index finger of the user. No adverse impact was reported regarding the patient or user. Reported verbatim: "customer states safety broke off causing needle stick injury".